Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-09810 and 2015691-2025-00111. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 device returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) bent strut observed at inflow side. Imagery was provided from the site and revealed the following: size vessels diameter higher than 6 mm. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on evaluation of the returned device. Available information suggests procedural factors (high push force, insertion angle) likely contributed to the event as it was reported that high push force was needed while advancing the commander delivery system with crimped valve through esheath, moreover, the esheath was inserted with ''angulation''. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Additionally, non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, by transfemoral approach. During procedure, the valve was prepared as per IFU. The delivery system with the crimped valve was advance through esheath with extremely high push force and a valve strut had pierced through esheath+ was observed. All the system was removed as one and without issue. A new esheath and second valve was prepared. The second valve was successfully implanted and the patient was stable and recovering well. As per medical opinion, the perceived root cause of resistance event was angulation.